Event description:
On july 7, 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had a "battery indicator issue. The patient was unable/unwilling to answer when the medical affairs specialist (mas) contacted the patient. The complaint was classified based on the customer care advocate's documentation. The patient stated that the issue with the subject meter began on two days prior approximately at 7:30 am. During that time, the patient reportedly obtained "battery indicator" sign on the subject meter. The patient reported that it is just been a month since she replaced the batteries. The patient stated that she skipped her usual diabetic medication (glipizide 10 mg and metformin) following the issue. At an unspecified time, after the alleged issue began, she reportedly experienced symptoms of "shakiness." The patient was not tested on any other meter. At the time of troubleshooting, it was verified that this was not a new product. There was no trauma to the meter. The patient replaced the batteries per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that after the alleged meter issue began, she developed symptom of "shakiness", which could be suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.